Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence & pelvic organ prolapse on (B)(6) 2005 and mesh was placed into the patient's body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent the concurrent procedures of bso and a&amp;p repair during mesh implantation. This is one of three medwatches being submitted. See also medwatch 2210968-2012-03939and 2210968-2014-03415. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, bleeding dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh removal on (B)(6) 2010 due to erosion. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03939. The same patient is represented in each medwatch.